Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) using a kissing balloon technique (kbt), the physician decided to use two (2) powerflexpro 8mm4cm 80 balloon catheters (bc) for each side/lesion. The insertion went well, but both balloon catheters burst at 8 atm. The products were removed successfully. The physician then used two (2 each) powerflexpro 8mm4cm 135 balloon catheter for each side. The balloon catheters were inflated separately, but both burst at 5 atm. Both products were removed successfully. The lesions were treated successfully using other devices. There was no reported patient injury. There was no reported resistance/friction noted during insertion of the devices and no problem noted in crossing/accessing the target lesions. Two (2 each) 5 fr. Si brite tip catheter sheath introducers (csi's) were used. There was no problem reported with the sheaths used. Both lesions treated were reported to be high grade lesions/stenosis. Additional information including target lesion/lesion characteristic information has been requested.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) ,of a high grade stenosis, using a kissing balloon technique (kbt), the physician decided to use two (2) powerflexpro 8mm x 4cm 80 balloon catheters (bc) for each side/lesion. The insertion went well, but both balloon catheters burst at 8 atm. The products were removed successfully. The physician then used two (2 each) powerflexpro 8mm x 4cm 135 balloon catheter for each side. The balloon catheters were inflated separately, but both burst at 5 atm. Both products were removed successfully. The lesions were treated successfully using other devices. There was no reported patient injury. There was no reported resistance/friction noted during insertion of the devices and no problem noted in crossing/accessing the target lesions. Two (2 each) 5 fr. Si brite tip catheter sheath introducers (csi's) were used. There was no problem reported with the sheaths used. Both lesions treated were reported to be high grade lesions/stenosis. No other information has been provided. One non sterile catheter powerflexpro 8mm4cm 80 was received coiled inside a plastic bag. An axial burst was found in the balloon. No other damages were noted in the device. Leak test was not performed due to the balloon conditions. Em results showed that neither the balloon external or internal surfaces showed evidence of damage. It was not possible to conclusively determine how the observed conditions were caused. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon/ burst-at/below rbp reported by the customer was confirmed; however the exact cause of the balloon burst failure could not be conclusively determined. Controls are placed to prevent defective units from leaving the facility. Neither the DHR nor the product analysis suggests that the failure could be related to the manufacturing process; therefore no actions will be taken. This is one of four products used during the same procedure. Please reference MFR. Report # 9616099-2012-00610; # 9616099-2012-00611; 9616099-2012-00612; and # 9616099-2012-00613.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report # 9616099-2012-00610; # 9616099-2012-00611; 9616099-2012-00612; and # 9616099-2012-00613.